Manufacturer narrative:
Concomitant medical products: product ID: 8578, serial#: (B)(4), implanted: (B)(6) 2016, explanted: (B)(6) 2016, product type: catheter. Product ID: 8709, lot#: l70455, implanted: (B)(6) 1999, explanted: (B)(6) 2016, product type: catheter. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer and a healthcare provider (hcp) regarding a patient who was receiving an unknown medication via an implantable pump. Indication for use was spinal pain. The date of the event was (B)(6) 2016. It was reported the patient experienced a decrease in pain control. The patient had surgery on (B)(6) 2016. Preoperative diagnosis was lumbar spondylosis with lumbar radiculopathy and intrathecal catheter malfunction. The patient had intractable back and lumbar radicular pain secondary to advanced lumbar spondylosis. There was some type of blockage in the catheter and the pump was not delivering the medication as expected. An attempt at intrathecal catheter dye study was unsuccessful. The patient was brought to the operating room for a catheter revision. The patient received 2 grams of ancef preoperatively. The pocket was investigated to look for a possible obstruction or kink in the catheter system and none was found. The drug was aspirated from the reservoir. The expected reservoir volume was 12.7 ml and 19 ml was aspirated. The hcp attempted to aspirate from the side access port and was unable to withdraw any medication. A catheter malfunction issue in the pump pocket could not be identified. The hcp turned his attention to the anchor of the catheter in the lumbar spine area. The catheter was identified and the scar tissue around this was dissected and opened up. The intrathecal catheter was completely withdrawn from the intrathecal space and was coiled around the anchor in a tight coil. The tip of the intrathecal catheter was clearly intact and within the coiled mass. The anchor was mobilized and the old intrathecal catheter was removed between this area and the pump without difficulty. A new catheter was placed under fluoroscopic guidance. This was technically very difficult given the patient's advanced spondylosis with rotational scoliosis. The intrathecal space was entered with a 15 gauge tuohy needle. There was good return of cerebrospinal fluid (csf). The hcp was able to easily advance the new intrathecal catheter up to the t11-12 junction as demonstrated by x-ray of fluoroscopy in both anterior/posterior and lateral projections. A pursestring suture was placed around the needle as it passed through the paraspinous fascia without tying it initially. The pursestring suture was tightened and noted that there was still good return of clear csf through the catheter. The catheter was anchored to the paraspinous fascia using the butterfly anchoring device. It was again confirmed there was good return of clear csf. A tunneling device was used between the back and the intrathecal pump pocket in the right midquadrant. The catheter was placed through the tunneling device. A restraining loop was placed in the lumbar pocket. The excess intrathecal catheter was trimmed off. The sutureless anchoring catheter was connected to the new intrathecal catheter without difficulty. The catheter was fully seated into the nail connector and the snap connector was secured without difficulty. It was again confirmed there was good return of clear csf. The catheter was connected to the existing pump with the sutureless anchoring connector without difficulty. The hcp confirmed that this was in place with negative pressure on it in all 4 quadrants. The pump had been emptied of the old active medication. The pump was refilled with 20ml of preservative free hydromorphone in a new concentration of 250 mcg/ml. Both wounds were irrigated with a bacitracin solution and inspected for hemostasis. The pump was replaced in it fibrous tissue pocket without difficulty. It was ensured that the reservoir access port was facing towards the skin. Both wounds were then closed. The pump was programmed to deliver a priming bolus and then set to deliver a simple continuous infusion of hydromorphone 20 mcg/ml. The patient was brought to the recovery area in good condition. The patient was to follow up in the clinic on monday (B)(6) 2016.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.